Manufacturer narrative:
This follow up report is being filed to relay additional information. Insufficient information provided to perform device history review as part and lot number are required; nether were provided. Product was not returned so no product evaluation could be conducted. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number was not provided. No surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause could not be determined with information available.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing pain after a hip arthroplasty.